Event description:
Imprecise amikacin results were obtained on a patient sample. It is unknown if the patient result was reported to the physician. It is unknown if patient treatment was altered or prescribed. There is no report of adverse outcome to the patient as a result of imprecise amikacin results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise amikacin results is unknown. Xamik is an open channel reagent (i.e. Flex prepared by customer).the dimension vista instrument is performing within specifications.no further evaluation of the device is required.